Event description:
While connecting the indeflator to the hub of the cypher, the surgeon realized that there was a crack in the hub. Therefore, a different sds was used to complete the procedure. There were no adverse pt consequences. Additional pt and procedural info has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.